Manufacturer narrative:
The returned product was transferred to bioengineering for review. A report concluded that the device was judged to have failed due to a known failure mechanism of galling. While there was a reported surgical delay of 30 minutes there has been no further indication of patient complication or patient harm, only surgeon dissatisfaction. Since the introduction of the design and material change to the attune balanced sizer distractor, the risk of galling and any subsequent surgical delays as the result of galling should be reduced. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Event description:
During surgery, the attune balanced sizer "binded" and was no longer usable. Surgeon was able to implant the attune knee system on the left side, but was forced to do a pfc sigma rp on the right side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.